Manufacturer narrative:
The initial reporter healthcare professional name and contact information would not be provided due to restriction by the privacy regulation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the sl-10 microcatheter was placed, and 4 coils were implanted. The reported axium coil was delivered, but when two attempts were made to detach the coil, detachment failed. The manual detachment method was performed, but detachment was still unsuccessful. The coil was removed and retrieval was smooth. When the implant was pulled lightly outside of the patient's body, it detached with the feeling that it broke. After, a replacement coil was implanted with no problems. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an aneurysm of the varix of labbe on the proximal side of the right t/s junction site. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Ancillary devices include a fubuki 6fr, sl-10 microcatheter, chikai guidewire.